Manufacturer narrative:
The investigation has been completed. No device was returned for evaluation, therefore a confirmed root cause can not be determined. After review of data logs, the root cause of the failure mode was most likely a software issue. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller experienced a controller error yellow alarm, which was resolved by changing the console. No patient involvement reported.